Manufacturer narrative:
The device was used in treatment. One 16f adelante magnum introducer sheath was returned from the customer along with the dilator. There were no other accessories. Traces of blood were found on and inside the sheath and dilator. A 1cm piece of the distal tip of the dilator was also returned in a plastic container. Upon evaluation of the returned product, it was found that the distal tip of the dilator was fractured with a separated fragment off of the tip. The fragment was approximately 1 cm in length. The sheath looked normal, but there was a slight tear in the hemostatic valve. The device history records were reviewed to confirm that the device passed all applicable in process and final inspections. The device analysis revealed no manufacturing defects. The tip of the dilator separated in this case. The distal tips of the dilators are inspected by qa 100% prior to packaging. Potential contributing factors to the detachment of the dilator tip include patient anatomy, and/or the usage of sharp or hard objects (such as guidewires or stents) during the procedure, or excessive force placed on the product during use. Multiple attempts were made to gain additional procedural information, but were not successful. As per applicable qa in-process and final inspection procedure: visual inspection: under 10x magnification, verify the tip is round, no flash, no discoloration or other damages. Also, per applicable qa introducer kit packaging inspection procedure: using a magnification light (2.25x magnification), verify dilator tips are free of any damages. Ensure dilator tip is perfectly round and well opened. This inspection is performed by qa 100%. The instructions for use (IFU) informs the user: caution: do not continue advancement or retraction of the device out of the sheath if resistance is met. Determine the cause of resistance before proceeding. Caution: do not attempt to advance sharp objects/instruments through the hemostatic valve of the sheath. Damage of the valve may result and lead to major blood loss. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available-evaluation in progress. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Patient was scheduled for a tavi procedure, and during aortic valve replacement the tip broke off of adelante magnum introducer sheath inside the patient. Once this occurred the physician retrieved a new device, and the issue was resolved; the procedure was delayed a moment to retrieve another device. It was reported the patient was not impacted and no adverse patient effect was reported.